Event description:
Upon inspection of bumped array, the surgeon noted the array itself had come loose from the post. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event an event regarding disassociation involving a mako array was reported. The event was not confirmed. Method & results product evaluation and results: functional inspection did not confirm the reported event. The post is still securely attached to the tibial array. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. Functional inspection did not confirm the reported event. The post is still securely attached to the tibial array. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Upon inspection of bumped array, the surgeon noted the array itself had come loose from the post. Case type / application: tka.